Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient not wearing a mask. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. On the same day as the onset, the patient started taking vancomycin (dose and frequency not reported) intraperitoneally (ip) as a treatment for peritonitis and therapy was ongoing. The patient was retrained on proper aseptic technique and was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.